Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator was post paced t-wave oversensing on the ventricular channel. The oversensing was stored on the electrogram. The patient did not receive therapy during the oversensing. Programming changes were discussed; no intervention was reported.

Event description:
New information received noted that the programming changes were made to the implantable cardioverter defibrillator.